Manufacturer narrative:
Performed visual inspection on returned sensor patch and no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Removed plug and inspected plug assembly; no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving low results on his adc freestyle libre sensor scan. A reading of 42 mg/dl and multiple 'lo' (reading less than 40 mg/dl) messages were obtained between (B)(6) 2018 at 11:43 p.m. And (B)(6) 2018 at 1:02 a.m. Customer reported he self-treated with "4 oz of milk and 4 oz of regular (B)(6)" and then "rushed to the ER" where readings of 256 mg/dl, 238 mg/dl, and 230 mg/dl were obtained on the hospital device. Customer was diagnosed with hyperglycemia and treated with insulin. It is unclear how much time elapsed between the reported adc sensor readings and the hospital readings. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low results on his adc freestyle libre sensor scan. A reading of 42 mg/dl and multiple 'lo' (reading less than 40 mg/dl) messages were obtained between (B)(6) 2018 at 11:43 p.m. And (B)(6) 2018 at 1:02 a.m. Customer reported he self-treated with "4oz of milk and 4oz of regular (B)(6)" and then "rushed to the ER" where readings of 256 mg/dl, 238 mg/dl, and 230 mg/dl were obtained on the hospital device. Customer was diagnosed with hyperglycemia and treated with insulin. It is unclear how much time elapsed between the reported adc sensor readings and the hospital readings. There was no report of death or permanent injury associated with this event.